Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose from (B)(6) 2020 with blood glucose of 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they were too dehydrated. Customer treated with insulin pump and in hospital insulin drip, nausea medication, potassium, fluid for dehydration. Based on customer report customer does not allege insulin pump was under delivering. It was unknown whether the insulin pump was on automode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches.